Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The display on the animas pump reportedly has been dimming and discoloring (turning pink). The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up # 1 date of submission 08/14/2013- device evaluation: the pump has been returned and evaluated by product analysis on 07/18/2013 with the following findings: the display screen was found to be discolored. A test screen was inserted and functioned appropriately.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.